Manufacturer narrative:
The lead was returned due to dislodgement. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure.

Event description:
It was reported the patient presented with an atrial lead that had dislodged. The dislodgement was verified via fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.